Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound. Customer tested the nurse call cable with a known working alarm and the nurse call cable worked as it should with that alarm. Customer did not provide the date of event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned alarm confirmed the reported issue, the red led at the nurse call test fixture toggles on and off when the nurse call cable is wiggled while inside the nurse call receptacle. The nurse call receptacle's housing is loose but the cable has a secure fit. The alarm passed all other functional testing. (B)(4).